Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels since starting pump therapy; however, there are no previously reported events, and no specific dates or bg levels were provided. Customer indicated that bg levels were treated with pump and/or insulin injections. Customer indicated that they will contact health care provider to discuss diabetes management.